Event description:
The user facility reported a 66-year-old male patient was implanted with an impella device for mechanical circulatory support. During support, a fluid leak was identified at the yellow luer connection. A purge bypass was successfully completed to resolve the leak. No harm done to the patient.

Manufacturer narrative:
The product was returned and the leak was confirmed to be located at the yellow luer. A visual inspection identified a crack in the component. Upon conclusion of the investigation, the root cause of the purge leak was determined to be a damaged yellow luer. Per the IFU: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.